Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. Customer blood glucose reading was unknown. The size of the air bubbles is large. The air bubbles are in reservoir. The air bubbles are in the top of the reservoir. Customer does not have a reservoir plunger available. The products will not be returning for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection using and found transfer guard¿s needle were not centered. Transfer guard needle were found not parallel to transfer guard body axis (transfer guard needle which is only used to fill the reservoir with insulin from the bottle and is not used as part of any delivery of insulin to the patient). Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Also inspected reservoir snap-cap width dimensions. Using a new lab infusion set connected reservoir and found easy to connect/release.